Manufacturer narrative:
Approximate age of device ¿ 3 years and 4 months. The replaced portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. The pump is expected to also be returned; however, it has not yet been received. No further information is available at this time. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient presented to the clinic with "red heart" alarms. The patient stated that the "red heart" alarms only occurred intermittently when he moved from a seated position to a standing position, or from a standing position to a seated position, while connected to the power module. The patient remained asymptomatic during the event. A damaged wire in the driveline was suspected. On (B)(6) 2015, the manufacturer¿s technical services representative went to the hospital and replaced the external distal end portion of the driveline. On (B)(6) 2015, the patient presented to the clinic after the driveline replacement with low flow and pump off alarms while connected to the power module. Damage to the portion of the driveline internal to the patient was suspected. The patient was asymptomatic during the reported events. The patient¿s pump was then exchanged on (B)(6) 2015 and the patient was discharged to home on (B)(6) 2015.

Manufacturer narrative:
The external portion/distal end of the percutaneous lead (approximately 15¿) that was replaced on (B)(4) 2015, was returned for evaluation. Continuity testing revealed that all wires were electrically intact. A small superficial cut in the outer silicone sleeve and minor breakdown of the braided shield were observed near the terminus of the distal end bend relief; however, visual inspection and hipot testing of the underlying wires did not identify any areas of compromised wire insulation on the percutaneous lead. The pump that was explanted on (B)(6) 2015 (after the distal end portion of the percutaneous lead was replaced), was also returned for evaluation. Examination of the pump did not reveal any depositions or thrombus formations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. The percutaneous lead was cut approximately 2.5¿ from the pump housing and the remainder of the percutaneous lead was returned in one segment. Continuity testing of the returned portions of the percutaneous lead revealed that all of the wires were electrically intact. Examination of the returned portions of the original percutaneous lead revealed breakdown of the braided shield near the nipple of the pump housing as well as on both sides of the site where the percutaneous lead was cut below the terminus of the pump end bend relief. A breach in the black wire insulation was found approximately 0.25" from the nipple of the pump housing. In addition, breaches in the orange and green wire insulation were noted approximately 2.25" from the nipple of the pump housing. The underlying metal conductors were exposed in all breached areas. The observed wire damage appeared to be the result of fatigue failure due to abrasion against the braided shield. If the exposed conductors of any of the compromised wires contacted the braided shield while operating on a tethered power source (such as the power module), the resulting short to ground would have caused the reported interruption in pump function, which was confirmed through the submitted system controller log file. An interruption in pump function could have also potentially been caused by a phase-to-phase short, which would occur if the exposed conductors of any two wires from different phases made direct contact with each other, or simultaneous contact with the braided shield while operating on tethered power or battery power. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.